Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter inserted with no urine output. The catheter was reportedly removed and replaced, and there was an 800ml urine output.

Event description:
It was reported that the catheter inserted with no urine output. The catheter was reportedly removed and replaced, and there was an 800ml urine output.

Manufacturer narrative:
The reported event was confirmed, as cause unknown. It is therefore unknown if the device failed to meet specifications. The device was being used for treatment. A used red rubber catheter was returned attached to a 1000ml collection bag via a green connector. A bard urethral catheterization tray label was returned as well. The bag contained a clamp pinching its inlet tubing. A 10cc slip tip syringe was used to placed water through the catheter drainage eye. Water was seen coming out of the catheter with a white substance. The white substance was in water and appeared to have a mucus-like consistency. As per the email from clinical risk specialist, the white substance appeared similar to mucus and possibly came from the inside of the patient. It appears that the white substance may have occluded the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Volume on collection container has been calibrated without uro-prep¿ tray in place. Bard and uro-prep are trademarks and/or registered trademarks of c. R. Bard, inc. ©2010 c. R. Bard, inc. All rights reserved directions for taking specimen: after catheter has been inserted into the bladder and an initial flow of urine is seen in the collection bag: 1. Clamp off catheter using white clamp. 2. Insert plastic tube (inside bag) into the back of the sample device. 3. Open sample device over the sample container. 4. Unclamp catheter. 5. Allow desired amount of urine to drain into collection container. 6. Clamp off catheter. 7. Close sampling device. 8. Remove plastic tube from back of sampling device. 9. Unclamp catheter and allow remainder of urine to drain into the bag. 10. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.